Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. Typically this type of event is caused by excessive bending forces applied to the device during use. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that the customer returned a shaver/burr with a broken tip. No item or lot# provided at that time, no more information provided by customer. The sales rep reported that the tip of a shaver broke during surgery and tip remained in patient's body as it could not be removed. Additional information obtained 07-july-2016: it was reported that the protection cap at the tip of the burr got lost during the surgery. The protection cap was not returned for evaluation. Customer could not confirm that protection cap was left inside of patient's body. Surgery performed was a hip ask. Surgery was successfully finished using another burr with the same item number. Date of surgery was (B)(6) 2016.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The device met all material specification as received. The evaluation of the returned device revealed that the clear hood broke-off at the distal end of the device's outer tube. Observed deep scratches and gouges on surface of outer tube where the clear hood was attached. Also, the outer and inner tubes are severely bent. Complainant's event typically caused when end user applied excessive bending/leveraging force on the hood during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that the customer returned a shaver/burr with a broken tip. No item or lot number provided at that time, no more information provided by customer. The sales rep reported that the tip of a shaver broke during surgery and tip remained in patient's body as it could not be removed. Additional information obtained 07-july-2016: it was reported that the protection cap at the tip of the burr got lost during the surgery. The protection cap was not returned for evaluation. Customer could not confirm that protection cap was left inside of patient's body. Surgery performed was a hip ask. Surgery was successfully finished using another burr with the same item number. Date of surgery was (B)(6) 2016.